Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the logs did not contain a low transmitter battery. The customer complaint of low transmitter battery was not confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.